Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The investigation is in progress. Should the product be returned or when the investigation is completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Investigation summary: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed, which may have contributed to the severe regurgitation observed throughout the deployment procedure. The hypotension was reported as likely secondary to the regurgitation. The physician suspected that an injury occurred during CPR, leading to the death. There was no allegation against the delivery catheter system (dcs) or the valve.

Event description:
Medtronic received information that prior to the deployment of this transcatheter bioprosthetic valve, the patient became hypotensive as the dcs/valve crossed the native valve and throughout valve deployment; likely due to severe aortic regurgitation which resulted in decreased systolic blood flow. No balloon aortic valvuloplasty (bav) had been performed prior to implant. The valve was fully deployed in a good position and the patient was given epinephrine and CPR was started. Blood pressure did not recover and CPR was continued. The patient was put on extracorporeal membrane oxygenation (ECMO) bypass support. Over 1.5l of blood was drained from the endotracheal tube and the physicians suspected an injury had occurred during CPR compressions. Five units of blood was given however the decision was made to discontinue bypass support and the patient expired. There was no allegation against the positioning or the function of the dcs or the valve.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.